Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure the patient was admitted to the hospital due to an incision opening up and the internal stitching coming out. An x-ray was taken, and it showed that one of the patient's leads had migrated. The incision was restitched, and the patient was discharged.

Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure the patient was admitted to the hospital due to an incision opening up and the internal stitching coming out. An x-ray was taken, and it showed that one of the patient's leads had migrated. The incision was restitched, and the patient was discharged. Additional information was received that the patient's pain area has been able to be covered.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block: b5. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5169462.

Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure the patient was admitted to the hospital due to their incision opening up and the internal stitching coming out. An x-ray was taken, and it showed that one of the patient's leads had migrated. The incision was restitched, and the patient was discharged. During a follow-up visit, the physician assessed that the patient's lead had migrated completely from their thoracic spine leading to loss of stimulation and pain. The patient underwent a lead revision procedure where both leads were explanted and replaced. The patient is doing well post-operatively. The devices were discarded by the facility and were not returned for analysis.